Event description:
Acute renal failure [acute renal failure]. Case description: this is a follow-up medical device spontaneous report. Further clarification was received from the reporting pharmacist and the nurse practitioner treating this pt. A (B)(6) hospitalized (B)(6) male pt received absorbable gelatin sponge (gelfoam), a class iii device, of an unknown size on (B)(6) 2009 for an unknown indication. Transcutaneous liver biopsy was performed on (B)(6) 2009 as a pretreatment work up for a bone marrow transplant in this pt with acute myeloid leukemia (aml). It was believed that a closed needle biopsy was performed by an interventional radiologist, but the pharmacist and nurse practitioner were not sure of the procedure used for the biopsy. There was no pre-existing renal insufficiency, hypotension or dehydration noted in the pt during the procedure and baseline renal function tests were normal prior to liver biopsy. The findings of liver biopsy revealed hepatic changes such as cirrhosis, moderate portal inflammation, moderate iron depositing and absent "steatosis." The size of the absorbable gelatin sponge pt received at the onset of the event, type of formulation of absorbable gelatin sponge used were unknown and no info regarding the lot and expiration date of absorbable gelatin sponge was available. Info regarding absorbable gelatin sponge was obtained from a nephrologist. Relevant past medical history included acute myeloid leukemia (aml) diagnosed on (B)(6) 2009, a cardiac event 10 days post induction chemotherapy for aml on (B)(6) 2009, (B)(6), hypertension, alcohol abuse and I/v drug abuse. There was no info on the extent ad severity of hepatitis c in this pt. Pt received blood products and multiple blood transfusions for aml and was not on any anticoagulants. In (B)(6) 2009, the pt received induction chemotherapy with cytosine arabinoside (ara-c) and idarubicin and blood count was normal at the time. This pt developed acute renal failure on (B)(6) 2009 but there was no info regarding the extent of renal insufficiency. The laboratory tests included a serum creatinine test of 0.75 and bun of 12 on (B)(6) 2009, serum creatinine was 2.97 and bun was 31 and a follow up serum creatinine of 3.57 and bun of 41 n (B)(6) 2009, with no associated medication changes, hypertension or hemodynamic issues. On (B)(6) 2009, the pt's inr was 1.4. Pt started another round of chemotherapy post liver biopsy on (B)(6) 2009 with high dose ara-c. On (B)(6) 2009, serum creatinine was 0.81 and bun was 10. On (B)(6) 2009, serum creatinine was 0.77, bun was 11, and inr was 1.2. A renal ultrasound performed on (B)(6) 2009 (post renal biopsy) showed absorbable gelatin sponge in the biopsy tract, a renal cyst, and no signs of obstruction or nicks in the renal arteries. A renal scan to assess renal function and exertion with furosemide was consistent with decreased renal function and poor renal excretion. Glomerular filtration rate (gfr) was 30 ml/min but no scintigraphic findings of obstruction were observed. The pt was treated with the following medications: acyclovir (MFR unknown) 400mg twice daily, amlodipine (MFR unknown) 10mg daily, artificial tears (MFR unknown), bacitracin topical ointment (MFR unknown), diphenhydramine (benadryl) as needed for blood products, fentanyl (MFR unknown) 25-r blood every 3 hours ad needed, lansoprazole (prevacid) 30mg daily levofloxacin (MFR unknown) 500mg every 48 hours and later increased to every 24 hours, losartan (MFR unknown), metoclopramide (reglan) 10mg IV every 8 hours which was discontinued on an unknown date in (B)(6) 2009, metoprolol (MFR unknown) 50mg bid, ondansetron (zofran) 4mg every 4 hours as needed, oxycodone (MFR unk) 15mg as needed, prochlorperazine (compazine) 10mg every 6 hours as needed, temazepam (MFR unk), voriconazole (MFR unk) 200mg twice daily and normal saline (MFR unk) intravenous at 150ml an hour. Levofloxacin, voriconazole and acyclovir were used for prophylaxis. At the time of liver biopsy pt was on fentanyl and versed. Pt had used fentanyl previously and tolerated it with no problems. The pharmacist and nurse practitioner treating the pt stated that the cirrhosis was related to the pt's history of (B)(6) and the iron deposition was related to the multiple blood transfusions due to the aml. Since there was no other likely cause of acute renal failure in this pt, absorbable gelatin sponge was suspected. As of (B)(6) 2009, the event continued and it was unknown if the absorbable gelatin sponge remained in place. Additional info and clarification regarding this case will be pursued with the nephrologist treating the pt. Product quality complaints reported that since there was no lot number, the investigation could not be performed. Also, upon further reattempts to contact the pharmacist and nurse practitioner, no response was received therefore; the investigation and case was closed. Follow-up status: case closed ((B)(6) 2009). Follow-up ((B)(6) 2009): new info reported form the pharmacist includes: drug data, pt history, concomitant medication, laboratory data. Follow-up ((B)(6) 2009): new info reported form a nurse practitioner includes: laboratory data, pt history. Follow-up ((B)(6) 2009): new info reported from product complaints includes: investigation info and case closure. A review of pfizer's safety database for cases received through (B)(6) 2009 identified no serious cases from solicited sources and clinical studies reporting gelfoam (absorbable gelatin) or blinded therapy and adverse events encoding to the meddra (version 11.1) preferred term renal failure acute. In addition, no cases reported from non-clinical study sources reporting renal failure acute were identified during this period with gelfoam. Based on the info provided in the case, the reported event of acute renal failure is most likely related to an intercurrent illness/complication of underlying disease states including (B)(6), cirrhosis and/or side effects of chemotherapy which could contribute to the onset of renal failure and it is very unlikely that the event was related to absorbable gelatin sponge (gelfoam). There is no systemic introduction of gelfoam based on the procedure described and thereby exposure to kidneys by gelfoam is not medially plausible in this case. This pt had a medical history significant for acute myeloid leukemia. (B)(6), cirrhosis, hypertension, alcohol abuse and I/v drug use, was on multiple concomitant medications and treatment with chemotherapeutic agent was noted. Based on the info provided in the case, this individual report would not seem to modify the risk-benefit profile of the subject device.